Event description:
It was reported the pt complained of pain at her ipg site. The pt stated she experiences pain at her ipg site when the stimulation is on. The pt also reported she feels her ipg is moving in the pocket. Follow-up identified the pt met with her physician and the pt received an injection at her ipg pocket site that relieved most of the pain. Additionally, the ipg is not moving and is oriented correctly inside the pocket. The pt is receiving effective stimulation therapy coverage.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.